Event description:
A customer contacted beckman coulter inc., (bci) regarding reproducible reactive hepatitis b surface antigen (hbsag) results generated by the access 2 immunoassay system for one patient's sample. Testing on an alternate method resulted as negative. The results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The sample is serum with a gel barrier. Qc was within specifications prior to and after the event. A system check was performed on (B)(6) 2010 and met specifications. Service was not dispatched for this event. The sample was sent to customer product line support (cpls) for further testing. Results are pending to date.